Event description:
It was reported by the patient advocate that the patient with this pacemaker stated experiencing chest pain and swelling at the implant site. Follow up actions were already underway in coordination with the healthcare professional (hcp). To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the patient recently had the device removed due to normal battery depletion. There was no subsequent follow up or communication from the physician or clinic. The field clinical representative suspected that the patient developed a hematoma based on the patient symptoms.